Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and activation failure were unable to be replicated in a testing environment due to the condition of the returned device. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. Reportedly, the 5.0x150mm absolute pro self-expanding stent system was advanced with a .018 unspecified guide wire and attempted to be deployed; however, the stent only partially deployed. The thumbwheel became difficult to turn and would not turn to release the stent. It should be noted the absolute pro ll peripheral self-expanding stent system instructions for use (IFU) states: one 0.035" (0.89 mm) diameter guide wire. The deviation of the IFU appears to have caused/contributed to the reported difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the IFU and subsequent circumstances of the procedure as it is likely that during advancement use of the undersized .018¿ guide wire in conjunction with interaction with the moderately calcified anatomy resulted the noted device damages (collapsed sheath, kinked stabilizer) such that during deployment prevented the shaft lumens from moving freely; thus resulting in the reported thumbwheel mechanical jam and the reported activation/deployment failure. Manipulation of the compromised device in attempts to release the stent resulted in the noted exposed/stretched stent and the noted smashed handle axle pins. The noted stent holder, outer member and tip separations likely occurred due to handling post procedure or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem - updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 - device code 2017 clarifier - failure to follow steps / instructions.

Event description:
It was reported that the procedure was to treat a moderately calcified superficial femoral artery (sfa). The 5.0x150mm absolute pro self-expanding stent system was advanced with a .018 unspecified guide wire and attempted to be deployed; however, the stent only partially deployed. The thumbwheel became difficult to turn and would not turn to release the stent. The entire system was removed from the patient under fluoroscopy. Another same absolute pro was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.